Event description:
Healthcare professional reported "implant was not holding volume during fills" and "it had a leak", affected side unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a d9 h3 h6. Laboratory analysis summary: the device related to the reported event deflation was received on december 03, 2024. With lot number 3614019. Based on the device analysis grid, the assessments of the complaint are: deflation: observed more of three openings assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "implant was not holding volume, during fills". And "it had a leak". Affected side unknown. The device has been explanted.